Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C06462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psychological injuries"), cystitis ("bladder infection"), kidney infection ("urinary tract infection / nfection (bladder/ urinary tract/vaginal)-kidney infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), oophorectomy ( one side removal of ovary )). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and pain in extremity was resolving and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, psychological trauma, cystitis, kidney infection, fatigue, alopecia, migraine, nausea, weight increased, basedow's disease, bladder disorder, urinary tract disorder, tooth disorder, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, basedow's disease, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for graves disease, kidney infection, pain, current weight 210 lbs. The right tube was cannulized but the essure device did not separate as quickly as expected and required some pulling to extract the insertion device. No coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram - in (B)(6) 2018: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C06462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injuries"), cystitis ("bladder infection"), kidney infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)-kidney infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), oophorectomy ( one side removal of ovary )). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and pain in extremity was resolving and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, cystitis, kidney infection, fatigue, alopecia, migraine, nausea, weight increased, vaginal haemorrhage, basedow's disease, bladder disorder, urinary tract disorder, tooth disorder, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, basedow's disease, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for graves disease, kidney infection, pain, current weight (B)(6). The right tube was cannulized but the essure device did not separate as quickly as expected and required some pulling to extract the insertion device. No coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram in (B)(6) 2018: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs: case become serious incident. Lot number was added previously added event: urinary tract infection was replaced with kidney infection and new events: vaginal bleeding,graves disease ,bladder disorder, urinary tract disorder,dental problems, leg pain, vision problem, gastrointestinal disorder were added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C06462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psychological injuries"), cystitis ("bladder infection"), kidney infection ("urinary tract infection / "infection" (bladder/ urinary tract/vaginal)-kidney infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), basedow's disease ("autoimmune disorder type of disorder: graves disease"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), visual impairment ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), oophorectomy ( one side removal of ovary )). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and pain in extremity was resolving and the menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, psychological trauma, cystitis, kidney infection, fatigue, alopecia, migraine, nausea, weight increased, basedow's disease, bladder disorder, urinary tract disorder, tooth disorder, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, basedow's disease, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for graves disease, kidney infection, pain, current weight 210 lbs the right tube was cannulized but the essure device did not separate as quickly as expected and required some pulling to extract the insertion device. No coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Computerised tomogram - in (B)(6) 2018: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.